Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into an off-label insertion site, on (B)(6) 2025. According to the patient¿s spouse, 0n (B)(6) 2025, the patient experienced dizziness, was out of balance, fatigue, nausea, and diarrhea. The cgm reading was 40 mg/dl, and the blood glucose reading was 400 mg/dl. No medication was taken at home and the patient was brought to the hospital by their husband. When a fingerstick was taken there the cgm reading was 40 mg/dl, and the blood glucose reading was still ¿too high¿. The patient was diagnosed with dehydration and was treated with 5 units of insulin intravenous. The patient was discharged after 5 hours. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.